Event description:
The customer reported a negative axsym bhcg pt result. The physician questioned the result and performed an ultrasound which was positive for pregnancy. The initial sample was plasma. A serum sample from the same pt was then tested yielding negative results neat and 1:10 diluted and a positive result (59,000 miu/ml) when tested at 1:200 dilution. The sample was also tested using a fisher qualitative test which yielded a positive result, but the customer stated the positive pattern appeared abnormal. The customer stated the pt samples appeared "thicker", but no fibrin was present. No injury to the pt was reported.